Event description:
Information received indicates the foot end casters will no longer hold when the brake is set.

Manufacturer narrative:
The casters would not longer adjust. The foot end casters were replaced to repair the stretcher.